Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09mar2021.

Event description:
The biomed is reporting the v60 is displaying diagnostic code primary alarm test failed error. The customer contacted product support and was advised that the diagnostic code primary alarm failed may indicate a defective speaker. Product support advised the customer to verify speaker resistance and replace if out of specification. The customer reported that the unit was not in use on a patient. The issue was found during patient setup. No delay noted. The customer reported replacing the v60 speaker resolved the problem.